Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse replaced the 3-way valve and leak was resolved. Fse also adjusted collar wash by 10psi. Per fse, all checks performed were acceptable.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the qc on the unicel dxc 600 pro synchron chemistry analyzer was being suppressed for "oir low" (out of instrument range) and the cartridge chemistry (cc) sample probe was leaking. No injury was reported and no erroneous results were generated.